Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the power extension cable.

Manufacturer narrative:
One i3 unit model # cm1100 with main unit serial # (B)(6) and one i3 accessory set. External and internal visual inspections of unit revealed exposed wires of right ang ext, 2.5id/5.5od 16awg. All other returned power cables were able to be used for testing without any additional failures or power interruptions. A software boots up anomaly was observed as unit boot up was attempted. The handheld touchscreen commands were inaccessible. Patient data backup was unable to be performed due to un-mountable compact flash. Due to exposed wiring of the right-angle ext., the pes was uncappable of powering on. In result, a golden right-angle ext was used to replace the damaged cable and then was able to power on. The following test steps failed or had an exception: pre-condition check, main unit s/n check, formatting compact flash, barometric sensor (arm), barometric sensor (dsp), accuracy/noise home, and distance home. Customer reported does not load to the main screen - confirmed. Unit was unable to get pass the load/start screen due to corrupted compact flash. Additional finding- right angle ext- confirmed. Due to the defected right-angle ext. The pes is uncapable of holding power. It is undetermined if the unit would power off on its own since the returned right angle was not used for testing due to safety protocol.